Event description:
It was reported that during a meniscus repair surgery, t1 and t2 implants of the fast-fix 360 simultaneously deployed inside the meniscus. The procedure was successfully completed without significant delay using a back-up device. Both implants were remove from the patient. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported curved ultra fast-fix assembly p/n 72202468, used in treatment, has been returned for evaluation. The information provided states: ¿during a meniscus repair surgery, t1 and t2 implants of the fast-fix 360 simultaneously deployed inside the meniscus¿. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The depth limiter has been trimmed to the surgeons desired length. An exact root cause cannot be determined with confidence, however factors may include: improper use of device per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.